Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. The cardiac tamponade was of inconclusive cause. The event resulted in reduced blood pressure, triggering an emergency alarm approximately 1-hour post-procedure. No cardiac arrest occurred. Patient was stabilized. During case, the first transseptal was performed at the beginning of the case for left atrial access. Mid-case, the vizigo sheath and catheter fell out of the transeptal and a second transseptal was performed using a diathermy. After the procedure, the patient was stable and no abnormal signs or symptoms were reported by anesthetics. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).